Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested. 2nd breakage.

Manufacturer narrative:
Additional information received: this was a 2nd breakage case (B)(4) this complaint was entered due to wrong information. - doctor. Has confirmed that only 1 breakage occurred the correct case is (B)(4). Update info from customer received - only 1 file breakage occurred, this information was entered in case (B)(4). This is a follow up report for this additional information. Information received that there was only one file breakage, not two. Since this complaint is for the 2nd breakage please disregard this report as this report was submitted in error. This is a follow up report for this information.